Event description:
The customer's husband reported the customer receiving an aa33 - compromised force sensor system - alarm from the insulin pump after rewind and before prime of insulin. There was no significant event reported as leading up to the alarm. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan. The customer's reported blood glucose value was 307 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the displacement test due to motor high current draw. Unable to perform functional testing due to a33 alarm. The insulin pump was able to rewind properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.